Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the connections were not properly positioned. The field service engineer disassembled all cubies and row boards to properly secure all connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer displayed read write error. The customer indicated that, during this malfunction, the user was able to obtain medication from a different station. There were no adverse events or injuries reported based on this incident.